Event description:
The complianant alleged during treatment of a patient (age and gender unknown) the device intermittently would not display the ecs signal. The complainant indicated that they continued to use the device and were able to defebrillate the pt successfully. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.